Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition was not confirmed. During testing, the attachment device exceeded temperature limits. The backend of the attachment was disassembled and the bearings in the backend were found to be dry of lubrication, worn, and rattling.

Event description:
Report was rec'd from the USA stating that the device was smoking while checking prior to surgery. No injury or medical intervention was reported. The date of the event is unknown. There was no add'l info provided.